Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was difficulty extracting screws during an operation. A screwdriver shaft and two extraction screwdrivers were used at an operation to extract locking screws (four proximal and three distal of proximal lateral tibia 11 hole plate). Using the screwdriver they were not able to extract one of the screws because did not loosen. They also were unable to extract the proximal four screws because all the screw heads were worn out. So, the extraction screwdriver was used, but three out of four screws could still not be extracted because the extraction screwdriver broke inside the screw head. This happened with a second extraction screwdriver as well. To dig out the broken extraction screwdriver from the screw head, carbide drill tips were used, but all tips wore out and failed. It is unknown if the drill bits were synthes drill tips. Consequently, the screw head could not be detached from the plate, and the doctor decided not to extract the plate and four screws (three proximal, one distal) during that procedure and a re-extraction operation was scheduled on (B)(6) 2014. It is unknown how that second procedure went. The procedure was delayed for an unknown amount of time. This report is for an unknown screw. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
Unknown when the screw wore out. This report is for an unknown screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.